Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s balloon failed to open or inflate properly. Each balloon should inflate at operator¿s discretions. This was noted prior to use on the patient. They were unable to determine which balloon, if it was balloon trocar or dissection balloon, which failed to inflate due to information not provided. The device was given to the vendor rep that was present during the procedure. Patient outcome was unknown.